Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 10 months. The pump was not explanted and is not available for evaluation. Additionally, the system controller is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient expired on (B)(6) 2015. It was reported that the patient had been experiencing nausea, vomiting and diarrhea for approximately one week prior to the event and had become progressively weakened. On (B)(6) 2015, the patient reportedly had stopped eating and drinking, the weakness worsened, and the patient began to have mental status changes and became intermittently confused. It was reported that on the morning of (B)(6) 2015 the patient was supposed to have blood work drawn, but never made it to the lab. It was reported that the patient had spoken with their sister on the morning of (B)(6) 2015 and had breakfast and then went upstairs. Approximately 6 hours later the patient was found down in the home by a friend. The driveline was reportedly connected to the system controller, but both power sources were disconnected. The pump was off, but the system controller was still alarming. The emergency medical technicians, coroner and the patient¿s relative were unable to stop the alarming, so they sliced through the driveline to disconnect the system controller. There was no reported difficulty in disconnecting the driveline; the vad coordinator reported that the emts and family member did not know how to disconnect the driveline from the system controller. The pump was not explanted. No additional information was provided.

Manufacturer narrative:
Review of the log file downloaded from the returned system controller showed normal pump operation with no notable alarms or changes in pump parameters from the beginning of the first recorded line of data at (B)(6) 2015 6:37 until timestamp (B)(6) 2015 6:34 when low flow hazard alarms began to occur. At (B)(6) 2015 13:08, the black power cable was disconnected and the system resumed operation on the white power cable. Although it was reported that the patient was found with the driveline connected to the system controller with both power sources disconnected, the events contained in the log file indicated that the driveline was disconnected on (B)(6) 2015 at 13:26, and then the white power cable was subsequently disconnected at 14:50 (the black power cable remained disconnected since (B)(6) 2015 13:08, so no external power alarms were active at this time). The system controller remained on due to the power supplied by the emergency backup battery until the last recorded event on (B)(6) 2015 22:17 prior to the total loss of power to the system controller. Despite the low flow alarms, the pump maintained a speed above the low speed limit without issue while the driveline was connected. A specific cause for the recorded low flow events as well as the events leading up to the disconnection of the driveline and subsequently both power cables could not be determined through this evaluation. The pump was not explanted and was not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.